Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'upstream occlusion alarm ' was evidenced through the event history log (ehl) review, and it was not duplicated during evaluation. The 'upstream occlusion alarm¿ in the log were likely a result of normal pump operation. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when no upstream occlusion was present. There was no patient involvement. No additional information is available.